Event description:
Procedure type: colon resection. According to the reporter: during the case the device didn't initially cut tissue, so additional resection was done and removed the device. Re-anastomosis was done. No additional bleeding. Nothing fell into the patient cavity. Extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B) (4). (B) (4).